Event description:
It was reported that atrial sensing is intermittent. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the lower case, side bail covers, and battery drawer were broken. The ring cover and keyboard were contaminated. The encoder flex was out of mechanical specification and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.